Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a double j stent insertion procedure performed in b)(6) 2014. According to the complainant, six hours after stent insertion, the stent migrated to the urinary bladder. It was noted that the upper j-curve failed to retain despite the multiple manipulations done in the dilated renal pelvis with the guidance of c-arm x-rays. The procedure was completed without removing this migrated stent. It was reported the stent has not yet been removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a double j stent insertion procedure performed in (B)(6) 2014. According to the complainant, six hours after stent insertion, the stent migrated to the urinary bladder. It was noted that the upper j-curve failed to retain despite the multiple manipulations done in the dilated renal pelvis with the guidance of c-arm x-rays. The procedure was completed without removing this migrated stent. It was reported the stent has not yet been removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received as of april 7, 2014. Received confirmation that there was no stent migration occurred. According to the complainant, the stent was removed on the planned stent removal procedure with the use of a forceps and was exchanged with another stent performed after two weeks post insertion.